Manufacturer narrative:
Additional narrative: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail (tfn) nail was removed due to pain. The original nail was inserted on (B)(6) 2013. The fracture reportedly healed. The surgery was successfully completed and patient discharged to home. This report is for one of the two tfn screws. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.